Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative restarted the unit to resolve the reported issue.

Event description:
The hospital reported the system malfunction with acb (anesthesia control board) error. There was no reported patient involvement.